Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicates that new ae #2 states the following: on 22aug2024, subject had impella removed, and a hematoma formed at the impella sheath site after removal. Subject received 1 u rbc and this hematoma was resolved after 45 minutes of manual compression. During this time, subject's maps dropped and subject was started on norepi. Early am 23aug, subject developed new groin hematomas (l & r) and a new fever, which the subject received vancomycin and cefepime for and bcx and ucx were drawn. Subject's hgb dropped >2, as on 8/22 hgb was 9.8 and on 8/23 hgb was 7.4, thus another u rbc was given. Cultures came back negative on 25aug and fever subsided. Subject finished abx on 27aug. Repeat imaging of groin showed stable hematomas without concern of further extravasation.

Event description:
The study reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient had impella removed, and a hematoma formed at the impella sheath site after removal. Patient received 1 u red blood cells and this hematoma was resolved after 45 minutes of manual compression. Next day, patient developed new groin hematomas (l & r) and a new fever, for which the patient received vancomycin and cefepime. Patient's hemoglobin dropped so another unit of red blood cells was given. Cultures came back negative and fever subsided. Repeat imaging of groin showed stable hematomas without concern of further extravasation. Patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Hematoma: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Fever: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.